Event description:
The customer reported that the unit intermittently failed to power up via ac or dc power.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.